Event description:
This case qualifies as a complaint because the fracture treatment was not effective, resulting in a non-union requiring a second surgery. Two surgeries were required for (B)(6) 2014. No follow-up exam info is provided. The pre-op x-ray showed that the fracture was not well united but was not infected. The surgeon reported all relevant case data but did so as a new case. We could not locate the original treatment data. He did not include any explanatory comments thus none are included here. Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore, no corrective action is indicated or would help prevent this type of situation from happening again.